Manufacturer narrative:
The customer evaluated and repaired the system. Further repair info was not reported.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.